Event description:
It was reported "zvk insert right subclavian, aspiration was possible, insert wire over the needle without raulerson syringe without any problems at first, at the second mark, the wire could no longer be pushed, wire was pulled back with the needle in place, wire was pulled out and it was found that the wire had unraveled. Needle removed and the thin, unraveled piece of wire very carefully pulled out. It came out in one piece but has since broken into two parts. An x-ray taken afterwards gives reason to assume that the entire wire was removed." The device was removed and a new product was used. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided three photos for analysis; visual analysis revealed that the guide wire was partially advanced through the needle and there was evidence of unraveling of the guide wire; however, a full visual analysis could not be performed as the sample was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, " do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The IFU also states, " do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." The customer report of an unraveled guide wire was confirmed by visual inspection of the customer supplied photo. Visual analysis of the photo revealed that the guide wire was partially advanced through the needle and there was evidence of unraveling of the guide wire; however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "zvk insert right subclavian - aspiration was possible - insert wire over the needle without raulerson syringe without any problems at first - at the second mark, the wire could no longer be pushed - wire was pulled back with the needle in place - wire was pulled out and it was found that the wire had unraveled. Needle removed and the thin, unraveled piece of wire very carefully pulled out. It came out in one piece but has since broken into two parts. An x-ray taken afterwards gives reason to assume that the entire wire was removed." The device was removed and a new product was used. There was no medical intervention required. The patient's current condition is reported as "fine".